Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Egms revealed the atrial lead exhibited noise. The physician elected to replace the lead. No additional information was reported.